Event description:
The customer reported via phone call that they received a no delivery alarm during a bolus. The customer's blood glucose was 352 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. It was also found insulin was unable to exit with a plunger push. It was also found there was greater than normal resistance with the plunger push. Customer was also advised their reservoir/infusion set connection may be severed. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.